Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2026-00054-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c16000 processing module for one 3 day old female patient. The sample was repeated with a lower result. The following data was provided: sid (B)(6) initial test 2.60 mmol/l, retest 0.98 mmol/l there was no reported impact to patient management.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c16000 processing module for one 3 day old female patient. The sample was repeated with a lower result. The following data was provided: sid (B)(6) initial test 2.60 mmol/l, retest 0.98 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Service was dispatched due to the customer reporting false elevated architect magnesium patient results on the architect c16000, serial number (B)(6). Service cleaned the cuvette holder which was deemed the likely cause for the module generating the false elevated magnesium patient results due to the part being contaminated/dirty. The cuvette holder was cleaned to resolve the issue. The instrument service history review verifies no subsequent issues have been reported related to false elevated magnesium patient results after service intervention. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 processing module and the cuvette holder did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000, serial number (B)(6), or cuvette holder was identified.